Manufacturer narrative:
The customer contacted ge healthcare technical support. To date, the customer has not agreed to service provided by ge healthcare service.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that main unit has fallen down because the caster was broken. There was no report of patient involvement.

Manufacturer narrative:
Corrected data: MDR 2112667-2018-01506 was submitted in error as it was a duplicate of MDR 2112667-2018-01511. Corrected data: MDR 2112667-2018-01506 was submitted in error as it was a duplicate of MDR 2112667-2018-01511.